Event description:
During a follow-up, far p-wave oversensing and myopotential oversensing episodes were observed on the device. No intervention has been completed at this time. The patient is stable.

Event description:
Additional information was received that the device was reprogrammed. However, additional oversensing episodes were observed. Reprogramming recommendations were provided to resolve the event. No additional intervention has been performed at this time. The patient will continue to be monitored.